Event description:
During surgery at approx 0908 heart and lung pump head malfunctioned and stopped. The surgeon was informed and the cause of the failure could not be found. Pt had no flow for less than 30 seconds until hand cranking began. Assistance was called but was unable to determine the cause of failure. A new pump head was brought into the room between 0908 and 0915 hand cranking continued. At 0916 full pump head flow resumed.